Manufacturer narrative:
Follow-up #1: date of submission 10/7/15 device evaluation: the device has been returned and evaluated by product analysis on 09/22/2015 with the following findings: power on resets observed in the black box. Battery compartment is cracked below the bumper pad and the compartment threads are stripped. Returned battery cap has stripped threads and is unable to fully attach to the pump: power on resets duplicated with returned battery cap. New test battery cap is able to carefully attach to the pump and was used to complete a 24hr duration test; no power interruptions were duplicated during this time. Cartridge cap was not returned; test cartridge cap used to complete testing. The pump cover was removed; evidence of internal moisture was observed in the pump. No damage to the power circuit was found.

Manufacturer narrative:
The pump has been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.